Manufacturer narrative:
According to the facility the "connector does not securely stay attached to the catheter due to improper fit". Per the facility the "assumption is that expected administration dose was not achieved". Per the facility there were no adverse patient outcomes, and a replacement connector was used to "secure continuous infusion to indwelling catheter". The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the "connector does not securely stay attached to the catheter due to improper fit".